Event description:
The customer reports: the cannula contained black and brown spots in the fluid path.

Manufacturer narrative:
A review of the device history report (DHR) for lot no. 808717 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Specifically, samples from each lot are visually inspected for contamination and embedded material. The dhrs for shop orders of the assembled smarttip utilized in the production of this lot concluded visual and physical samples inspected identified no issues. There were no ncrs issued against the shop orders. Additionally, there were no ncrs issued on the molded smartip components used in the production of the lot. There were no manufacturing or inspection anomalies found during a review of the DHR. Physical samples inspected from the shop orders for all involved lots identified no issues or ncrs issued against the shop orders. A review of the entire DHR found no manufacturing or inspection anomalies. Maintenance records (both corrective and preventive) and calibration records showed no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There were no process or material changes related to the reported condition for this product. A review of the machine setup was conducted and revealed no issues. One (1) opened and unused sample was provided for evaluation. A visual inspection of the sample confirmed the presence of a black substance. The substance could not be removed by physical (wiping) or chemical (isopropyl alcohol) means. Based on the results of testing, the substance was most likely embedded in the material. Root cause analysis identified a probable root cause as burnt resin that broke loose from the inside of the barrel of the injection molding machine and became embedded in the plastic. The issue was most likely created during a random event during the molding process. The condition presents a negligible risk to the patient, because the specks were embedded in the plastic and would not come in contact with the patient. There is no indication of a systemic issue with the process or product. The reported customer complaint was confirmed. A root cause could not be determined. A probable root cause was determined to be burnt resin that broke loose from the inside of the barrel of the injection molding machine and became embedded in the plastic. This complaint will be used for tracking and trending purposes.